Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella 5.0 device for mechanical circulatory support. The patient had an infectious disease causing a cerebral aneurysm. Due to the prolongation of the infectious disease, bleeding occurred from the aneurysm, and pump was operating without any problems. The pump stopped 39 days after the start of support which is beyond the recommend instructions for use (IFU). Pump was successfully weaned and explanted.

Manufacturer narrative:
The investigation for the reported stroke/cva and pump stop has been completed. The impella device has not been returned for evaluation. The reported intracerebral hemorrhage was determined to be unrelated to impella as no product was returned and no evidence was provided to indicate that the event occurred or that it was related to the use of impella. Additionally, the site reported that there was a pump stop after 39 days of support which was preceded by a decrease in purge flow and increases in purge pressure and motor current. A specific cause for the pump stop could not be determined through this investigation as no product or data logs were provided for evaluation. However, the pump stop occurred beyond the 28 day indication for use per design trace matrix 0046-9717. This report is being filed as part of a retrospective review of historical records.